Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: mom reports patient's blood glucose (bg) has ranged from 300 to 600 mg/dl since (B)(6) 2013. She has not checked ketones, but confirms nausea/vomiting, abdominal cramps, irritable, combative, moderate increased urination and increased thirst. Mom reports on (B)(6) 2013 gave injections of humalog through the day with pen and bg would come down to normal. Kept changing site/set (6 times )since saturday morning. Mom confirms no abnormalities at the site, denies kinks or opacities in tubings or cannulas. Denies loss of power, blank screens or loss of primes. No associated alarms in the history. First and second alarms is low cartridge (B)(6) 2013. Mom confirms all settings are correct. On (B)(6) 2013, disconnected pump, but did not contact animas or a health care provider (hcp). Mom noticed when priming pump never saw insulin coming out of any of the tubing. Had mom prime 10 units of insulin using last tubing attached to the cartridge in the pump. Mom confirmed saw 1 small drop, denied difference in motor sound. Had mom do a 10 units bolus, mom saw one very small drop at the end of the tubing, again no difference in motor sound. On (B)(6) 2013, mom reports was giving injections by pen every 4 hrs with pump on to keep bg down. Bg on 03/31/2013 am was 407 mg/dl gave injection by pen and in 3 hrs bg was down to normal. Patient has been sick with a cold for the last couple of weeks, but bg comes down with injections. Customer technical support (cts) advised to contact hcp for recommendations on the alternate form of insulin delivery; to remain on alternate form of delivery until replacement pump arrives and contact hcp. Advised mom in the future to call cts immediately with any issues with pump or supplies. Advised mom to return tubing with pump. This complaint is being reported because a patient on insulin pump therapy experienced hyperglycemia allegedly related to a pump malfunction.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that the last basal delivery occurred on (B)(6) 2013. There was no activity outside normal use observed in the black box. A loss of prime was observed on (B)(6) 2013. There was no interruption of delivery observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on appropriately to the verify screen. A 100 unit cartridge was correctly loaded into the pump with no issues. The pump was successfully primed and exercised for 24 hours with no issues occurring. The force sensor calibration was found to be within specification. The pump was tested for flow accuracy for 29 hours with no delivery issues. The pump cover was removed and no issues were observed. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.